Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement and occlusion test. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. No abnormal rewind anomalies were, or alarms were noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert - fault 104 in pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of dec 17, 2024 or two days prior. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and lcd assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and battery tube threads - cracked. Missing segments/partial display not confirmed. Rewind anomaly not confirmed. Charge/battery lasts less than expected not confirmed. Failed battery test not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life, rejects new batteries, unexplained no delivery alarms, crack that runs from top of battery compartment along the length on the pump, white line that runs across the screen and louder/slower rewinds. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397a, mmt-332a. Customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported insulin flow blocked alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-397a. Product return is expected for mmt-332a